Manufacturer narrative:
Fse arrived onsite to address the reported event. Fse confirmed the issue by inspecting the tubing on the bf wash probe but was unable to reproduce the error. The customer had already temporarily attached the tubing; however, a small leak had developed upon further inspection. The sample needle was also noted to be bent from being slightly out of alignment. Fse resolved the complaint by refitting the connection of tubing to the bf wash probe, replacing the sample needle, and adjusting the alignment of the sample needle. Quality control (qc) results passed and were within published ranges. No further issues were noted. No further action was required by field service. A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from 14 dec 2018 through aware date (B)(6) 2020. There were two similar complaints including this one identified during the searched period. The aia-360 operator's manual, section 7- list of error messages was reviewed. 2015 bf probe purge failure: the a1a-360 operator's manual indicates that 2015 bf probe purge failure error message is generated when purging by the bf probe is abnormal. The operator is instructed to clean up the wash probe tip or replace it and contact the service department. The most probable cause of the reported event was due to a leak caused by disconnected bf washer tubing from the probe and a bent sample needle.

Event description:
The customer reported receiving the 2015 bf probe purge failure error when the aia-360 analyzer was turned on. The customer stated that they checked the bf probe and did not see any beads obstructing the tip; however, they confirmed that the tubing was not connected to the top of the bf probe tip. The analyzer was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.